Manufacturer narrative:
Additional reporter: (B)(6), msn, rn, agcns-bc, ccrn. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred and the arterial line waveform was dampened. The day prior, the console had indicated that a fiber optic sensor failure had occurred so the customer switched to the transducer to monitor the pressure. Since then, the pressure had become dampened and very difficult to flush, indicating a clot. The customer was advised to obtain another arterial line and switch the pressure cable to the new transducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred and the arterial line waveform was dampened. The day prior, the console had indicated that a fiber optic sensor failure had occurred so the customer switched to the transducer to monitor the pressure. Since then, the pressure had become dampened and very difficult to flush, indicating a clot. The customer was advised to obtain another arterial line and switch the pressure cable to the new transducer. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. A kink were found on the catheter tubing and inner lumen approximately 76.5cm from the iab tip. The optical fiber was found to broken at the kinked location. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. A kink was found and the optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period may-19 to apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.